Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. The reported symptom "air in line" was confirmed during the event history log review. Device investigation determined that the cause of the false air-in-line alarms was a large inscribed pin dimension on the upstream sensor. The failed upstream sensor was replaced. See scanned page.

Manufacturer narrative:
(B)(4). The date of event and date of this report on the initial manufacturer report were incorrect and have been updated.